Event description:
It was reported that the inflatable penile prosthesis (ipp) pump has continually gotten stuck. The patient was able to get the device to work properly with a significant amount of manipulation, however, the pump sticks again. This has been an ongoing process for a few years now. The patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump issue is leading to inflation issues. During the procedure, the physician tested the device and although the pump was functional, the cylinders were not consistently inflating. The pump bulb did not stay flat, it just did not pump correctly. The pump was removed and replaced and the device inflated with ease. The procedure was successful and there were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump has continually gotten stuck. The patient was able to get the device to work properly with a significant amount of manipulation, however, the pump sticks again. This has been an ongoing process for a few years now. The patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump issue is leading to inflation issues. During the procedure, the physician tested the device and although the pump was functional, the cylinders were not consistently inflating. The pump bulb did not stay flat, it just did not pump correctly. The pump was removed and replaced and the device inflated with ease. The procedure was successful and there were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, no leaks were found. The pump was functionally tested, and the analysis identified the component performed within specifications. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical and inflation issue.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to inflation issues. During the procedure, the physician tested the device and although the pump was functional, the cylinders were not consistently inflating. The pump bulb did not stay flat, it just did not pump correctly. The pump was removed and replaced and the device inflated with ease. The procedure was successful and there were no patient complications.